Event description:
Acromion bone fracture has been detected post-operatively in the patient and the cause is unknown. Physiotherapy has been prescribed and revision surgery is not planned.

Manufacturer narrative:
Batch review performed on 04-mar-2025. Lot 174731d: (B)(4) items manufactured and released on 08-mar-2024. Expiration date: 21-feb-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs manager: an acromion stress fracture was detected post-operatively after the primary rsa. A possible contributing factor could be low bone quality or a traumatic event, or even excessive distalization of the implant, which increases muscle stress and leads to bone fracture. However, based on the available information. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.